Manufacturer narrative:
The office reported no errors or device malfunctions during the treatment. Treatment in a patient with a hernia in or adjacent to the treatment site is currently listed as a warning in the coolsculpting user manual. In addition, hernia is listed in the user manual as a possible rare side effect. The user manual has been distributed to all current and new customers. A follow-up report will be made to the agency if and when new information is received about this case.

Event description:
On (B)(4) 2016, zeltiq was informed of a female patient who developed a possible abdominal hernia after coolsculpting treatment on (B)(6) 2016. On (B)(6) 2016 a staff member informed zeltiq that she believes the hernia was related to coolsculpting, making this reportable. The office assessed the patient prior to treatment and found no pre-existing hernia. The patient was treated with a coolmax applicator to the left anterior lower flank. Date of onset of symptoms was reported to be 2 weeks post treatment. On (B)(6) 2016, the patient saw her primary care physician (pcp) for pain in her left lower quadrant. The patient's left anterior flank was tender to touch, but no herniation was palpable or visible due to adipose thickness. On (B)(6) 2016 the patient called the office to report the ultrasound and CT scans confirmed a hernia, and she was advised to stay immobile until surgery, recommended for (B)(6) 2016.